Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during an unspecified procedure the balloon did not dilate the lesion. The anastomotic lesion was located in a hemodialysis access graft in the forearm. The physician advanced the 8/4/5.8/75 blue max balloon to the lesion and inflated the balloon to 20atms and the lesion did not dilate. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is ok. However, the returned product analysis revealed a balloon tear.

Manufacturer narrative:
(B)(6). A visual and tactile examination revealed no damage to the shaft of the device. The balloon was fully deflated upon its return. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a longitudinal tear in the balloon material 5mm proximal to the tip of the device and extending 26mm proximally. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).